Manufacturer narrative:
Blower assembly was returned for failure investigation. The complaint was verified, the blower failed due mechanical failure of blower motor. The impeller was rubbing against the end cap producing the noise and generating error check vent: blower stalled.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jan2021.

Event description:
It was reported to philips that the blower was very loud. The device was not in use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed reported the mc controller board and flow sensor assembly have been replaced, and the v60 blower has been replaced, but is very loud. The rse advised the biomed to remove the gds and gas outlet to check for obstructions and to complete performance verification testing (pvt) and make notes of what tests are failing. The biomed completed the pvt reporting the v60 passed all performance verification testing. The biomed stated he was sending the unit to us medical equipment houston office for further evaluation and requested to close the case. If the decision is made to have the device evaluated and repaired by philips a new service order will be opened and will be captured through philip's normal complaint procedure.